Manufacturer narrative:
(B)(4). The device was returned to baxter and evaluated. During the evaluation the device alamred for the user to remove the IV set from load point 2 when there was not a set loaded. Evaluation found that this was caused by a failed latch switch. The lowe auxiliary assembly was replaced.

Event description:
It was found during a baxter evaluation that a spectrum pump alarms to unload the set from load point 2 when there is not a set loaded. There was no patient involvement.